Manufacturer narrative:
The device was sent to philips bench for evaluation. The repair facility technician (rft) confirms no speaker sound at start up test. The speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement device.

Event description:
It was reported during evaluation at bench repair, it was identified that the intellivue mx40 2.4ghz device had no audio. The device was not in use on a patient. There was no report of patient or user harm.